Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen® gts event described as endophthalmitis which is severe inflammation. Device has been explanted.